Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device was not detecting a connection of the defibrillation therapy electrodes and there was no option to select the paddles lead on the device. The device was prompting ¿connect electrodes.¿ the customer indicated that once the reported issue occurred, they connected their four (4) lead ECG cable in order to see the patient¿s ECG rhythm. Initially, the patient was in a pea (pulseless electrical activity) rhythm but after approximately six (6) minutes, the customer connected a backup device and observed rosc (return of spontaneous circulation) of the patient. During this six (6) minutes, the customer indicated that the patient¿s ECG appeared through the paddles lead briefly, then disappeared after about a minute. The connection of the connected therapy cable appeared to be intermittent. The patient was transferred to the local hospital following the event and there was no report of any adverse outcome. The customer indicated that the patient did not require defibrillation energy throughout the event.